Event description:
(B)(6). It was reported that left bundle branch block (lbbb) occurred. Prior to index procedure, heparin or other anticoagulant was given. The subject was not on a prior regimen of aspirin or antiplatelet (other than aspirin) at the time of index procedure. The subject received loading dose of aspirin. After heparin has been given and prior to sentinel device insertion, the activated clotting time (act) was 148 sec. An introducer was placed into right radial artery and sentinel embolic protection system was deployed with the proximal filter into brachiocephalic artery and distal filter into left common carotid artery. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25mm lotus edge valve. Post dilatation was not performed. There was correct positioning of a single prosthetic valve in the correct anatomical location. The sentinel embolic protection system was successfully retrieved without any complications. On the same day of index procedure, subject was developed lbbb. Electrophysiology study was performed, and subject was implanted with pacemaker. Two (2) days later, the subject was discharged home.